Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1912247, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1912247 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: none samples or pictures for investigation. DHR of lot 1912247 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of 50ll lot 1912247 was evaluate. Upon visual inspection of these 10 samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that syringe 50ml ll leaked past the stopper. The following information was provided by the initial reporter: "when sampling or injecting, the liquid passes around the stopper of the syringe, flows along the plunger and thus spreads over the hands of the user event observed on several occasions during the preparation of cytotoxics by pharmacy dispensers (found several on different days, by different handlers. Each time, the volume sampled did not exceed the maximum capacity of the syringe (i.e., the maximum volumes withdrawn less than 50ml). Cytotoxic product on the hands of the preparer, requiring a change of immediate glove and workstation cleaning. Loss of potentially expensive product. Medical devices were not retained."